Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a left ventricular assist device (lvad) was placed in this implantable cardioverter defibrillator (ICD) single chamber patient. The day after the lvad was placed, the r-waves were reduced from 7-15 millivolts (mv) to 1.5 mv. Additionally, threshold increased from 0.9 volts (v) to 3.1 v at 2milliseconds (ms). Pace/shock impedance were at 485/65 ohms. As a result of the poor sensing, the device was turned off and was to be reassessed after the weekend. It was thought that the tip of the lead may be damaged. The patient was still in the hospital, as they reportedly had a number of complications after the lvad procedure. It was not noted whether there were additional device related issues. However, it was thought that the lead may be replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this ICD was explanted and replaced with no allegations. It was noted that the device had been implanted for over 9 years. A new right ventricular (rv) pace sense lead was implanted. No additional adverse patient effects were reported.